Event description:
Legal counsel for the patient reported that the patient underwent m2a right hip arthroplasty on (B)(6) 2009. Subsequently, patient alleges elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Date of event - unknown. Device product code - unknown. Expiration date - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01871/01872).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01871-1/01872-1).